Event description:
While the patient was under anesthesia: it was reported that the power would not turn on; the panel of the unit was removed and the power cord was pulled back in and the system functioned properly. It was reported that the barcode did not work. Another bar code was provided and the system functioned properly. It was reported that the system monitor indicated, the gas pressure was too high, however, the gas gauges were checked and the gas pressure was not too high. It was reported that testing of the probes (needles) was tried on three channels with no ice formation on any channels. The doctor decided to not use cryo because, they were unable to test the probes. The doctor used a different treatment for the facial neuroma.

Manufacturer narrative:
The needles were not returned; therefore, no investigation can be conducted. Galil IFU instructs the users to set up the system and test the needles prior to beginning a procedure to ensure proper functionality. Provided the patient is not under anesthesia, there is no risk to the patient. Since the patient was under anesthesia, the only risks to the patient are those associated with anesthesia. The cryotherapy procedure was not started and, therefore, there was no therapy related risks to the patient. No patient injury was reported.